Event description:
It was reported by the customer that a pyxis medstation es system drawer 2 was not detected on communication bus. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the rowboard cables required to be reseated. A field service engineer reseated all the connections inside the half-height cubic drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.